Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior fusion surgery at th10-iliac levels. Post-operatively, on an unknown date, both sides of cobalt-chrome rods(5.5x500 mm) at l3/4 were observed broken. Low back pain was observed as a result of this event. The broken rod has been remained in the patient yet. Reportedly, revision surgery was scheduled on (B)(6) (the broken rods have been left in the patient and a surgeon will connect 4 rods using a connector at the surgery). No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.